Event description:
While the surgeon was reaming the canal for the top lag screw, the tip of the reamer broke off and the surgeon was ultimately unable to retrieve fragment from patient. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.